Event description:
It was reported via social media that a cerebral vascular accident (cva) and myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure the patient experienced a cva and a myocardial infarction. Cardiopulmonary resuscitation was performed and the patient recovered. No further information on the status of the patient is available.

Manufacturer narrative:
B2 outcomes attrib to adv event updated b5 event description updated e1 initial reporter information updated.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During the procedure the patient experienced a cva and a myocardial infarction. Cardiopulmonary resuscitation was performed and the patient recovered. No further information on the status of the patient is available. It was further reported the patient experienced a peri procedural thrombus. The patient was hospitalized and discharged six days post index procedure.